Event description:
It was reported that the device would lose power on its own and the on button had an intermittent operation. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4).